Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a malfunction where the device "will only turn on battery power". This event occurred upon power up and was picked up from central supply department. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously sent into service for the reported condition. However, during previous services, the batteries and battery harness were replaced.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction where the device "will only turn on battery power" was confirmed and duplicated during product evaluation. The root cause was assigned to a blown main battery fuse. The 4a fuse was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.